Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-18097, 1627487-2021-18102. It was reported that patient¿s leads migrated, causing uncomfortable stimulation. As a result, surgical intervention was undertaken where in all leads were explanted and only one lead was replaced due to physician not able to replace the other leads due to scar tissue.